Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2020, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site rash without discharge, and difficulty moving the peg tube. The patient experienced light bleeding when attempting to move the peg tube. The patient was prescribed unknown antibiotic treatment by the physician for the stoma site, and an appointment was made to check the tubing for buried bumper syndrome.